Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device broke. It was reported that the adjusting knob came out of the casing. There was no pt consequence.